Manufacturer narrative:
H3 - actual device was evaluated. Visual, photographic and mechanical testing was performed. Device met all specifications. Device fractured by fatigue as a result of variables that were inherent during this particular service application.